Event description:
It was reported that during a gastric bypass procedure, the surgeon performed the shot, grab the line of staples, the blade came out half and is bloquec stapler, lock the system of opening. Forced the stapler to open and release the tissue. Used another stapler to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did the event occur? Just for clarification, did the device start to deploy staples and cut and then stop? What color cartridge was being used? Was the device fired over an existing staple line or clip? Was the force to fire higher than expected? Was an unexpected noises heard?

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the firing mechanism damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.